Event description:
It was reported that the patient needed an upgrade from an implantable pulse generator (ipg)/implantable cardioverter defibrillator (ICD) system to a cardiac resynchronization therapy defibrillator (crt-d) system. It was further reported that there were bilateral vascular occlusions. The implanted devices and associated leads were explanted and a crt-d system was implanted. The patient is noted as having passed away three days after the procedure. The cause of death was requested but was unknown however it was noted that the patients ¿kidneys were failing¿. Additional information received indicated that the patient had an ejection fraction of 10% and had been under anesthesia for over twelve hours during the explant procedure.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated the inner insulation of the lead developed a breach due to metal ion oxidation while in vivo. Concomitant products: addr01 ipg implanted: (B)(6) 2013; 4524-53 lead implanted: (B)(6) 1995; 694765 lead implanted: (B)(6) 2004. If information is provided in the future, a supplemental report will be issued.